Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 pvs device. The needles did not present on deployment. The cardiologist reportedly continued to deploy in spite of having met resistance. Backdown of the needles to their original position was not successful. The cardiologist pulled the device out. The pt was sent for surgical repair of the artery.